Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage was noted. The 12x2.75mm liberte bare stent delivery system (sds) was introduced into the catheter but never advanced into the patient. The facility reported that the stent was crimped in two places and appeared "sausage linked". The procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as "ok".